Manufacturer narrative:
Results: the black top to the engine pump housing had a gap on right-side between the housing and the black top. The vacuum sensor barb was broken inside the pump housing. The right-side canister light was disconnected from the pump housing. Conclusions: evaluation of the returned engine confirmed that no lights illuminated when powered on. The engine housing was opened, and a vacuum tubing was found to be disconnected from the vacuum sensor due to a broken vacuum sensor barb. If this occurs, a decrease in vacuum pressure will likely occur when a canister is seated onto the engine, and the vacuum indicator lights will not illuminate. Further evaluation of the returned engine revealed that the right-side canister light was disconnected from the housing and a gap was present between the black top and the housing. These damages were likely the results of the engine falling off the table as mentioned in the complaint. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using penumbra engine (engine) and penumbra engine canister (canister). During the procedure, the engine fell off table and the black top cover of the engine was found to have come off on one side. It was also reported that the canister was removed to check connections, the canister then was reseated back on the engine and a finger was placed over the opening of the canister where the aspiration tubing would connect to ensure there was still aspiration. The lights on the engine were not illuminated to indicate full aspiration. The physician completed the procedure using the same engine and administered tissue plasminogen activator (tpa) overnight. There was no report of an adverse effect to the patient.